Event description:
Pt had a port inserted 8/11/95 for the administration of chemotherapy. On 10/25/95 the port was removed in the or when the tip was found to have migrated to the internal jugular. Another port was inserted on the opposite side and the pt did well.